Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the product code. Please provide the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of suture (name) was used during the procedure? Please provide the onset date/time of the reaction from the initial procedure. In addition to what you already reported, do you have any additional allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant history? What is the opinion as to the etiology or contributing factors to this event? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a resection of an abnormal mole in either (B)(6) 2023 or (B)(6) 2024 and suture was used. Post-op, the patient experienced an irritated reaction at the incision site. The patient had never reacted before to sutures and had always healed well following surgery. The reaction following this procedure was intense pain at the incision site, as well as a red, itchy reaction. The patient continues now to this day to have itching and purple discoloration to the site. The patient thought they were reacting to the sutures in some way. Initially it was thought the patient had an infection. The patient was treated with doxycycline and it did not improve with the antibiotic. It was known that the patient was soy sensitive prior to the procedure, but they recently had an anaphylaxis reaction to soy protein. The patient is also gluten sensitive, and legume allergic. The patient was also treated with steroid cream. Additional information was requested.